Event description:
It was reported that multiple occlusion alarms occurred due to an unknown root cause. There was no reported impact to customer's blood glucose level. Further information regarding the customer or event was not provided.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.